Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 500 mg/dl. For treatment, the hospital gave him insulin and fluids to flush the acid, the pod was removed and discarded. The ketones were high. The pod was reported bent/kinked, while wearing between 4 and 24 hours on the arm.